Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter was stuck on the guidewire. The physician advanced a 4.00mm x 8mm nc emerge® balloon catheter and post-dilated. During removal, the balloon was noted to be stuck on the guidewire. No patient complications were reported.